Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Device was not returned for evaluation and could not be evaluated. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. As for proper handling, training was conducted by endoscopy support specialist. The event can be detected/prevented by following the instructions for use: prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the colonovideoscope was incorrectly or improperly reprocessed by the customer before a procedure. The issue occurred during pre-cleaning of an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
In trouble shooting: the tiger team was onsite for observation and advised the customer on how to perform proper pre-cleaning of the device at bedside according to instruction for use (IFU). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.